Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side rupture and "hard and falling out". Patient provided MRI which diagnosed "intracapsular rupture". The device remains implanted.